Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between february 21-23, 2025. H11: the actual device was not available; however, four companion samples were received for evaluation. Functional testing was performed with one randomly selected companion sample. Upon testing, the pump priming, calibrating, and a direct entry compounding cycle pumping 30ml of 70% dextrose and 100 ml of sterile water were all completed with no issues. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the events occurred in july, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large bubbles were detected in four (04) em2400 valve sets originating from port #5. This occurred while pumping total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.